Event description:
Distributor contacted dexcom technical support on (B)(4) 2015 to report on behalf of patient no audio output from the receiver that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).